Manufacturer narrative:
(B)(4).

Event description:
The pt experienced no stimulation sensation after falling on the ice a couple of hours ago. He was not able to turn the stimulation up or down. Usually when he moves, he can feel the stimulation, but he was not able to feel anything. He was at home in fair condition. Add'l info has been requested.